Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that prior to a procedure the lamp in the illuminator needed to be replaced. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the lamp hours were greater than 400 hours and the lamp was replaced. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on (B)(6) 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).